Event description:
Middle-aged male was admitted for a total left hip arthroplasty. According to the operative report, the following was dictated: [the] "labrum was removed, followed by sequential reaming, final cup was placed in 20 degrees anteversion, 45 degrees of abduction; prior to placement, bit was used for posterior capsule repair. The drill bit broke during drilling in the bone. X-ray was used to confirm 2.0 drill fragment in the bone, and therefore was left in place, as bone loss would occur if trying to remove. Liner was placed, femoral exposure then commenced with box osteotome and canal finder; sequential broaching to appropriate-sized stem reduction performed with trial head. Stability throughout anterior posterior dislocation. Trials were removed and final stem was then placed. Final relocation, then posterior capsule was repaired with drill holes in the greater trochanter through and with the previously stated ethibond sutures. Bone marrow aspirate was then separated into a platelet-rich and platelet-poor solution, the platelet-rich poor solution was injected into the deep soft tissues and fascial layer and subdermal layer. Irrigation was performed, cattails placed in the deep and posterior structures wound; was then closed with 0 vicryl 2-0 vicryl and staples for the skin. The lean platelet, lean portion of the bone marrow aspirate was injected subcutaneously and topical, and placed topical on the incision after wound closure. Aquasol dressing; patient was awakened and then transferred to the post-anesthesia care unit for recovery.